Event description:
It was reported that the pt has been very unsatisfied with his hearing sensation since implantation. For some time he complains about a loud wooshing noise, which can't be corrected by fitting. The electrodes 9-12 are supposed to be extra cochlea. They are switched off currently. The electrodes 5 and 6 have status hi, the impedances are fluctuating upon pressure on the coil. The pt is scheduled to be reimplanted on (B)(6), 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.